Manufacturer narrative:
Concomitant medical products: non-bd secondary set; 1000ml hospira bag, lot 03-007-jt, exp mar 2021, lactated ringer's injection. The customer¿s report of ¿over infusion¿ was not confirmed. The log review found no programming errors that would explain a report of the reported over infusion. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. A primary infusion of drug ID = 157 (magnesium sulfate) was restored from a previous infusion at 12:03 pm. A secondary was programmed with drug ID = 222 (potassium phosphate) at a rate of 62.5 ml/h with a vtbi of 260 ml. The programmed secondary had infused for 31 minutes and 12 seconds from start of the secondary at 12:33:55 pm, to a pause at 1:05:07 pm before shutting down the system. The total calculated volume infused 32.491 ml. Functional testing performed on the source pump module found the device operating in specification. The administration set that was received by the customer was tested for backflow and the pumping segment was measured for concentricity. The administration set was found to be within specification. The root cause of the reported over-infusion was not identified.

Event description:
It was reported that potassium phosphate infusing at a rate of 62.5ml/hr and a vtbi of 250ml infused faster than expected. The patient required unspecified treatment for a drug reaction.